Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that atrial lead showed noise causing inappropriate a tr events and consistency with minute ventilation sensor oversensing. No oor atrial impedances noted, but several spikes above 1000 ohms noted since (B)(6) the physician was dr. (B)(6) at (B)(6) medicine in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).